Event description:
It was reported that the patient has pain in the hip joint and spine. Patient has swelling of all limbs and can hardly walk.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a left unknown stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.